Manufacturer narrative:
The parent record, philips reference (B)(4) was determined to be a duplicate case of (B)(4) (source case (B)(4)), which was reported on MDR number 3030677-2024-02831. Therefore, (B)(4) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in (B)(4). Closing duplicate case.

Event description:
It was reported to philips that the efficia dfm100 defibrillator displayed a "therapy not available" messege when delivered. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #: unknown. Reporter phone #: unknown.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device displayed a "therapy not available" message when delivered. The fse evaluated the device and confirmed that the reported issue was caused by a processor pca (printed circuit assembly) error. The defective processor pca was replaced to resolve the issue and the device was returned to full functionality. The device remains at the customers site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective processor pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The defective processor pca was replaced with a new processor pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.